Manufacturer narrative:
Please refer to the updated attached analysis report.

Event description:
On (B)(6) 2015, the patient has been admitted to the hospital for a non-related pacemaker event. Bradycardia was observed on this patient. At pacemaker interrogation, warning messages were displayed regarding high atrial and ventricular leads impedances (above 3000 ohms). Atrial sensing and pacing failures were observed, as well as a loss of ventricular capture.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2015, the patient has been admitted to the hospital for a non-related pacemaker event. Bradycardia was observed on this patient. At pacemaker interrogation, warning messages were displayed regarding high atrial and ventricular leads impedances (above 3000 ohms). Atrial sensing and pacing failures were observed, as well as a loss of ventricular capture.